Event description:
A healthcare professional reported surface scatter and opalescence of the intraocular lens (iol) optic four years postoperatively. The reporter was unwilling to provide further info.

Manufacturer narrative:
Eval summary: the product was not returned for analysis complaint history and product histpry records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. As not enough info was provided from the account for further investigation, the product investigation could not identify a root cause. (B)(4).